Manufacturer narrative:
Unomedical y-suction catheter. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the patient end of the suction catheter was heat sealed outside the packaging. The device was not used. A photograph depicting the reported issue was provided.

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
A batch record review was conducted. The suction catheter in question was manufactured under material identification number 1300225. The catheters were packed in peelpacks (pouch) under lot number 8e00848 in may 2018 on packaging machine p013. The product was packed according to the instruction for packing g905703 v.46. Lot number 8e00848 was sterilized under sterilization lot 24a180523. Review of the device history record (DHR) showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. The provided photo was evaluated. The photo of the affected product shows the defect. The catheter was welded in peelpack weld. The sample did not meet requirements for no welded products are allowed. The defect was caused by welding of the catheter between the pouch paper and foil. A root cause investigation was initiated and is now closed. The scope of the investigation was aimed on the packaging process on the all packaging machines in c2 exept p009 with focus on product welding control, incorrectly welded products. The scope covered the issue reported within the complaint. This issue is being addressed within a corrective action/preventive action (CAPA). This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.